Manufacturer narrative:
Concomitant medical products: 383069 lead, dtpb2d4 crt-d, 6935m55 lead, implanted: (B)(6) 2021if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the right atrial (ra) lead exhibited non-capture. An x-ray confirmed the lead had dislodged. The lead was revised and remains in the patient. No patient complications have been reported as a result of this event.